Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator/monitor indicating that the external paddles are not recognized. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the paddles are not recognized. Remote support from the customer care solution center was received, during it was determined the external paddles needed replaced. Improper resistor positioning was found to potentially cause the resistor lead to bend. Additional stress may lead the resistor to not function properly. This can result in the external paddles failing their operational check as they cannot be recognized. The customer replaced the external paddles to resolve the reported issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a component supplier. The reported problem was confirmed. Based on the information available and results of additional analysis further action has been initiated. An analysis was performed by a vigilance reporting specialist (vrs). The vrs determined that while no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. Appropriate regulatory reporting actions have been taken. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer replaced the external paddles to resolve the reported issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. Remote support provided.